Event description:
Customer was hospitalized for hypoglycemia. The contact stated that the customer ate frosting to treat lbgs and the paramedics gave their fluids. It was indicated that the customer's bg was high by the time they were admitted to the hosp. Additionally, the nurse had treated the customer without checking bg and the customer had another lbg. The md ordered the customer to stay off the pump until bg was stabilized. Furthermore, the md lowered the basal rates. No further details.